Manufacturer narrative:
The device history record was evaluated and no deviations or discrepancies were observed. Radiographs were received depicting the event. Returned device was evaluated and the complaint was confirmed. Device met specifications except in the area of damage which could not be fully measured. The screw head was disassociated from the bone shank. Marring and material deformation evidence suggests that the material yielded during separation of components as a result of excessive cantilever forces. Unknown factors include: patient activity at the time or prior to the event, patient bone quality, the degree of spinal instability, or patient compliance with post-operative care instructions. Root cause or specific failure mode cannot be determined. Labeling review notes: "possible adverse events. ... 2. Disassembly, bending, and/or breakage of any or all of the components. 3. Loss of fixation...."

Event description:
On (B)(6) 2018, patient received a transforaminal lumber interbody fusion (tlif) surgery at l4-s1 with unilateral fixation on right side. Patient felt post-operative back pain and left lower extremity pain, prompting a follow up visit. There was no report of trauma or fall prior to this event. Reportedly patient was sitting up and getting to their walker when they heard a pop. Radiographic imaging depicted pedicle bone screw head separation from shank at s1. On (B)(6) 2018 revision surgery was performed to remove the right s1 screw. Post-revision patient is reportedly in fair condition.